Event description:
It was reported that the customer experienced intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer cleared the alarm and resumed insulin. However, occlusions continued and clinical troubleshooting has been exhausted and a replacement pump was sent to resolve the issue.